Event description:
Abbott diabetes care received a medwatch report in which the customer reported an error message with 6 adc freestyle libre sensors. Customer reported receiving a "replace sensor" message after each sensor applied. There was no report of self-treatment or third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted after all investigation activities are complete. Customer reported 6 sensors (serial numbers unknown). All sensor issues have been captured under this submission. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. Please note that this medwatch report indicates reporter is (B)(6). Abbott diabetes care does not currently have product on market in (B)(4). All pertinent information available to abbott diabetes care has been submitted.